Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating issues with o2 concentration. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, during the use of the ventilator, the oxygen concentration high alarm occurred. When o2 concentration was set to 30%, the delivered value was 100%. The air gas module was found defective and was replaced to resolve the issue. The device passed all performance tests and was returned to clinical use. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm reported. Unfortunately, the device's logs and defective part were not available for further analysis, hence the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating issues with o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).